Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. There was nothing wrong with the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screw defect was observed on the right ventricular (rv) lead during implant procedure. The rv lead was never implanted and was replaced. No patient complications have been reported as a result of this event.